Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient present in clinic with atrial fibrillation and complaints of dyspnea. Further investigation revealed low pacing impedance, loss of capture and episodes of inappropriate mode switching on the right ventricular (rv) lead. The physician attempted to reposition the rv lead, however, the helix was unable to extend during the procedure. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6. The reported events of inadequate capture, low impedance and helix that is unable to be extended were not confirmed. As received, a complete lead with a stylet was returned for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. An x-ray examination of the lead revealed the inner coil was over-torqued at the connector region. A visual inspection of the lead revealed the helix was fully extended and clogged with blood and tissue. After cleaning, the helix was able to successfully retract and extend when torque was applied directly to the inner coil. The measured full helix extension length was within required performance specification.